Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the customer reported to technical service engineer (tse) that the site had release activation switch message along with m-10 error. Tse viewed logs and confirmed error m-02, m-12, and m-10 errors. The customer stated that the issue occurred previously and confirmed that nothing was activating the pedals in the drawer. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and the log reviews showed ((B)(6) m-32/m-12/m-36 errors (B)(6) 2025.) Visual inspection: (the unit has no significant scratches or dents.) The front bezel was in decent condition.